Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High capture threshold on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead and the left ventricular (lv) lead were dislodged due to twiddler's syndrome. The rv lead was unable to be repositioned due to the helix not being able to be extended. Both the rv and lv leads were explanted and replaced, and the patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-34548.